Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted, and a small portion was not returned. The device was connected to a test handpiece and generator and it activated during functional testing. It is possible due to tissue pad damage a metal to metal contact occurred and displayed an alert screen. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Event description:
It was reported that during a liver resection procedure, the teflon pad had fallen off of the first device after seventy percent of the procedure was completed. Another device was opened. After assembling the second device, upon testing, the instrument, the generator kept displaying an error message to tighten assembly. Even after tightening, the message was still displayed. After changing the handpiece, the message was still displayed. The procedure was completed using diathermy. There were no adverse consequences for the patient reported. Two devices will be returned.